Event description:
It was reported that the device was explanted after an implant duration of approximately 72.9 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported to baxter (B)(4) that a infusor sv2 overinfused during patient use. According to the reporter, a (B)(6) male patient (a.m.) Was undergoing chemotherapy treatment through a folfox avastin protocol. The reporter stated that the infusor was filled on (B)(6) 2009 at 09:00 with sodium chloride (nacl) and 3100mg of 5-fu (B)(6) with a total fill volume of 96ml. Per the customer, the solution was not filtered, no issues were observed during the priming step, and no forced primed was performed. The infusion started on (B)(6) 2009 at 13:00 and emptied at 19:30. The flow was checked after the filling step and no air bubbles were observed in the inlet. According to the reporter, the infusor was connected to the patient through a huber needle located at the level of the chest, the patient was caring the infusor at the level of his waist, and there was no other infusion connected at this access point. There was no report of patient hyperthermia nor a heat spot located close to the patient. The actual infusion was 6 hours and 30 minutes whereas the expected infusion was 48 hours. There is not report of patient injury or medical intervention.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and mitral insufficiency.

Manufacturer narrative:
Unsuccessful valve replacement.in 2010 (through follow-up with the health-care provider), the operative report of 2009 was received. It was learned that the device was explanted due to a unsuccessful valve replacement, as there was aortic insufficiency detected on the echo.

Manufacturer narrative:
The patient also had another valve implanted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.